Event description:
Additional information was received from the initial reporter confirming an event date of (B)(6) 2024. The initial reporter went on to note that the procedure had not yet commenced as the loops broke during preparation. Reportedly, the intended procedure was confirmed completed without patient harm or delay.

Manufacturer narrative:
This report is being submitted to capture additional event/patient information provided from the initial reporter. That information is documented in section b. Should additional information be received, another supplemental report will be provided.

Manufacturer narrative:
The evaluation of the event is still on-going. Should additional information be received, a supplemental report will be provided.

Event description:
The customer reported that an olympus hf resection electrode broke when used during a procedure. The customer confirmed that no further information was available concerning this event. However, there was no patient harm reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (6) months since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Based on the investigation results, electrode was broken, could not be identified. Injuries or damage to health are not reported. Complaint not confirmed, wrong handling by preparation on pre the procedure. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable¿ olympus will continue to monitor the field performance for this device.